Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Further information regarding event was unable to be obtained as customer declined to provide information.